Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the customer's insulin pump had delivered a 20 unit bolus that the customer does not remember programming. The customer¿s blood glucose level was unknown at the time of the incident, but was 16 or 22 mg/dl at the time of the call, as their meters were not working correctly. No further details were provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No over delivery anomaly alarm noted.